Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. The reported allegations where unable to be confirmed via product analysis.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly. During inspection the physician identified a crack in the tubing resulting in fluid loss. The ipp pump was explanted and replaced with a new ipp pump. Following the procedure the patient improved.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly. During inspection the physician identified a crack in the tubing resulting in fluid loss. The ipp pump was explanted and replaced with a new ipp pump. Following the procedure the patient improved.